Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that drive supports cap was damaged. Customer reports that drive support cap was sticking out and was not sure how it happened. Customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump received with loose/protruded drive support disk, missing drive support sticker, minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, missing end cap sticker and missing address/serial number label. No crack on end cap noted.